Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): "no ultrasound" (device inoperable). The customer reported the handpiece primed and tuned fine. When the surgeon started to phaco, no ultrasound was heard. No system message displayed. The handpiece was switched out and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The handpiece has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).